Event description:
It was reported that there was a hole in the sterile package. A flexima drainage catheter was selected for use. It was noted that there was a hole in the sterile packaging and the device was not used. No patient was involved in the event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Device eval by manufacturer: the device was not returned for analysis. However, a photo of the complaint device was provided and evaluation of the photo was completed. Visual inspection of the device revealed packaging damage.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported.

Event description:
It was reported that there was a hole in the sterile package. A flexima drainage catheter was selected for use. It was noted that there was a hole in the sterile packaging and the device was not used. No patient was involved in the event.